Event description:
This complaint was reported by a customer from USA.leakage issue.

Manufacturer narrative:
Investigation type: eitan medical investigated a set from the same type and lot as the one used in the event, along with the original pump used. Investigation findings: the complaint was not confirmed. Both the set from the same type and lot as the one used in the event and the original pump used were visually inspected and tested. No leakage or any other irregularities that could have caused or contributed to the event were observed. Conclusion: as no failures that could have caused or contributed to the event were observed, it is possible that the leakage occurred due to misuse by the user.

Event description:
This complaint was reported by a customer from USA. A leakage issue was reported. It was reported that no human harm occurred, and no medical intervention was required.

Event description:
This complaint was reported by a customer from the USA. Leakage issue.